Event description:
Philips received a complaint regarding the efficia dfm100, indicating that the AED is beeping. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that when he checked the operation of the dfm100 without connecting the cable, the rfu indicator was not flashing and a red × message was flashing, and the AED started beeping. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.